Event description:
On (B)(6) 2011, the pt reported she was hospitalized on (B)(6) 2011 due to elevated blood glucose in the 500 mg/dl range. She was treated with 9 units of insulin via IV every hr to decrease her blood glucose and she was released after 10 hrs. Her blood glucose has returned to her normal range of 200-300 mg/dl since returning home. She is unsure why her blood glucose was elevated. She has been using the infusion device for 3 months. The adapter has never been changed and she was advised to change with every 10th insulin cartridge change. She does not allow insulin to warm to room temperature before use and she was advised to do so. Further troubleshooting did not reveal any product issues. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.